Event description:
Patient went to her doctor for a routine check up and x-rays showed there was a fracture of the anterior portion of the distal femoral stem at the top of the coronal slot.

Manufacturer narrative:
No device associated with this report was received for examination. Xray review confirms the reported material fracture. The patient has a reported highly active level of activity. There are warnings against improper prosthesis selection including excessive patient weight, active sports participation, manual labor, and high levels of patient activity that can adversely affect hip replacement implants. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete. (B)(4).

Event description:
Update received 1/4/2017. The sales rep has reported that this patient was revised to address poly wear and instability. Part and lot information has been identified. The femoral stem noted in the initial reporting, remains in situ.

Manufacturer narrative:
Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.